Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, during the laparoscopic lar. The surgeon fired the device and when he was turning the knob to open and to release the anvil from the tissue he did not hear a click or receive tactile feedback. The surgeon had difficulty getting the anvil through the anastomosis. When it was removed, the donuts appeared full. Upon testing bubbles were noted. Upon further testing the anastomosis was not looking healthy (starting to turn dusky). The surgeon was unable to recreate the bubbles again, and opted to redo the anastomosis. The second anastomosis was fine and tested perfectly. To correct this condition, they got another eea28 and redid the anastomosis. There was unanticipated tissue loss - more colon had to be resected. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. The surgical time was delayed over 30 minutes, but this did not affect the patient. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.